Manufacturer narrative:
Currently, it is unknown to what extent the device may have caused or contributed to the reported event. The medical records provided included the patient's operative report and implant tracking log. A manufacturing review was performed which found no anomalies during the manufacturing process of the device. It is alleged the patient experienced infection, in regards to infection the warning section of the instructions-for-use states "if an infection develops, treat the infection aggressively. The prosthesis may not have to be removed. An unresolved infection, however, may require removal of the prosthesis.¿ with the current information available, no definitive conclusion can be made as to the extent that the device may have caused or contributed to any post op complications. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned to manufacturer.

Event description:
The following is based on a review of limited medical records and the attorney's legal claim provided to davol by the patient's attorney: (B)(6) 2008 - the patient was diagnosed with a symptomatic incomplete uterovaginal prolapse and vulvovaginal atrophy. The patient underwent total abdominal hysterectomy and bilateral salpingo-oophorectomy with abdominal sacral colpopexy with marlex mesh and a non bard/davol atrium prolite mesh. The attorney alleges the patient experienced pain, infection, urinary problems, bowel problems, bleeding and dyspareunia.